Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to feeling/normal result(s). The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue first began sometime in (B)(6) 2011, at 10am prior to contacting lfs. The patient reported obtaining an unspecified blood glucose reading with the subject meter. As part of the patient's diabetes regimen, the patient claimed she is on an insulin pump. Due to the alleged issue, the patient claimed she continued to take her dose of insulin (type/dose unspecified) as usual. The patient indicated she passed out after the alleged issue began and experienced the same symptom on (B)(6) 2012. It is not known what the result was with the subject meter and what action the patient took in response to her reading on (B)(6) 2012. It is not known what kind of treatment the patient received as a result of the alleged symptom; however indicated that on an unspecified date/time she had visited her health care provider (hcp). During her visit with the hcp, the patient stated her hcp ordered her to take an "MRI" and perform other lab test. Per the cca documentation, the patient was informed by her hcp that her kidneys were not functioning properly and was advised to drink plenty of water. According to the cca documentation, it is not known whether the patient tested on another blood glucose device. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the quality control solution test was in range on the vial of test strips. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips- (B)(4) 2012, meter- (B)(4) 2012.